Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Additional information: this lot was manufactured november 12, 2014 to november 13, 2014. The device was received for evaluation. Visual inspection was performed and identified a black mark on filter. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its filter. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.